Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a social media post that the customer got hospitalized due to unknown blood glucose at the time of the incident. The customer expressed dissatisfaction about diabetes educators. No further information was provided, and the customer could not be reached based on the information found on the social media post. The customer did not mention how they treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. It is unknown if the insulin pump will be returned for analysis.